Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and battery packs (B)(4) have been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the c1 capacitor was shorted on the monitor computer / analog (ca) board. The shorted capacitor induced damage to the d1, l1 and l2 components on the ca board. In addition, the excessive current from the monitor caused the f1 fuses in each battery pack to open. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on. During troubleshooting, multiple battery packs were attempted to be used with the monitor.